Manufacturer narrative:
The device was evaluated by the customer and an international philips remote service engineer (rse). The rse reported that the machine passed the warranty period, and the hospital did not ask for a repair. Confirmation or duplication of the reported problem is unknown. There is no request for inspection or service by the device manufacturer. The alleged device malfunction could not be confirmed, and no further response was received.

Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
The customer reported a ventilator experienced a problem and is requesting a replacement. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.